Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report once complete.

Event description:
Customer reports that during the procedure, the guide wire broke closer to the proximal end and was left in the pt. It appeared to be approx 6 inches. The doctor performed a cut down procedure retrieved the broken piece. Pt has described pain in the leg and was put on prophylactic antibiotics, and prophylactic lovenox. Ultrasound showed no dvt.